Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called for assistance during a supply change, reporting difficulty removing the luer connector due to hand dexterity issues. The agent explained the connector¿s safety design and guided the user through the removal process, which was eventually successful. The user mentioned considering returning the pump due to the difficulty but agreed to try replacement connectors being shipped via three-day delivery. The clinical diabetes specialist (cds) team will be updated for further support. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.